Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Six months postoperatively, the patient presented with double vision and increased astigmatism. The physician diagnosed the patient with capsular contraction syndrome and treated the patient with topical scopolamine. The treatment improved the vision and the astigmatism. The physician believes the event was caused by a small forward tilting of the iol, resulting in lenticular astigmatism. The patient is doing well.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. The device remains implanted and is not available for evaluation. Root cause: according to the physician, the cause of the event was related to a slight forward tilting of the lens in the eye.